Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/09/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with inflammation, and infection, covering an unknown part of the skin, which occurred 5 days after the sensor had been inserted in the arm. The day of the event the patient went to the emergency room as she could feel the insertion site was sore and was having fever or flu-like symptoms. At the hospital the patient was treated with an unknown intravenous antibiotic, and some blood tests were done. The patient was discharged on the same day and was prescribed an oral antibiotic, augmentin 875mg to be taken twice a day for 2 weeks. The day after the hospital visit, the patient received a call from the hospital saying that the test showed an acute streptococcal infection and was advised to go back. The patient arrived at the hospital around 11:30am and was confined. During the time in confinement, the patient was treated with intravenous fluids, but no further medication was remembered. The patient would have been monitored for atrial fibrillation. The patient was discharged 2 days after and was advised to continue the augmentin that was prescribed prior. After 2 weeks the infection started to heal and right now the infection is totally healed. The patient was in good condition at the time of report. No additional event or patient information is available.